Event description:
It was reported that post procedure, this inflatable penile prosthesis (ipp) had a fluid leak. The device remains implanted and there were no patient complications reported.

Event description:
It was reported that this patient experienced difficulties with this inflatable penile prosthesis (ipp) due to a suspected fluid leak; the physician also noted a collapsed pump and empty reservoir. The source of the leak could not be determined as the device remains implanted. There were no patient complications reported.